Event description:
It was reported that the patient¿s implantable neurostimulator (ins) system was explanted due to failure to provide adequate relief of their pain, a loss of efficacy, and discomfort at the ins pocket. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2010, product type: extension; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2010, product type: extension; product ID 3999, lot# v017486, implanted: (B)(6) 2007, explanted: (B)(6) 2010, product type: lead; product ID 3550-39, lot# unknown, implanted: (B)(6) 2007, explanted: (B)(6) 2010, product type: accessory; product ID 3550-39, lot# unknown, implanted: (B)(6) 2007, explanted: (B)(6) 2010, product type: accessory. (B)(4).